Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneous system flagged white blood count (wbc) result generated on the coulter lh 500 instrument. In addition, there were some hemoglobin (hgb) and mean cell volume (mcv) differences between the patient's sample. The erroneous results were reported outside the laboratory; however a redraw was performed on the patient and corrected reports were issued. No death, injury, or change to patient treatment was associated with this event.

Manufacturer narrative:
Initial draw was via fingerstick and ran in manual mode. The redraw specimen was collected via vacutainer. Previously run samples were rerun to confirm accuracy back to the last acceptable control run. Controls were run before the incident and were within assay range. Unit is running within qc specifications with respect to control (accuracy) and reproducibility (precision). Service was not dispatched for this event. Root cause could not be determined to date. Per product labeling certain unusual rbc (red blood count) abnormalities that resist lysing and nucleated rbcs are known to be interfering substances for wbc. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results.